Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit needed to be primed to fill during decon due to a weak circulation pump. Serviced the circulation pump. The device went through the pm program. Serviced the mixing pump. Service the mixing pump and circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not filling. The issue was isolated to a weak circulation pump. The device had system hours of 3097. They recommended the 2000 hour preventive maintenance service. Per follow up information received via phone on 04oct2023, it was reported that there was no complaint, the device was sent in for a preventive maintenance and they were needed to return the loaner. Information was needed on how to proceed.

Event description:
It was reported that the arctic sun device was not filling. The issue was isolated to a weak circulation pump. The device had system hours of 3097. They recommended the 2000 hour preventive maintenance service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.